Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and reservoir leak. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer stated there was a leak in the reservoir chamber. The customer declined troubleshooting for high blood glucose. Customer will not return device for analysis.